Manufacturer narrative:
One device sample was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the dissectors had been dropped on its tip. The waveguide also had broken off and was not returned. The investigation found the waveguide could rotate inside the tube. Dropping the dissector on its tip or forcing the tip against a hard surface causes the waveguide to become unsecured and move backward into the rotation knob housing. This destroys the torque adaptor which secures the waveguide in place. This results in the device being difficult to assemble and disassemble. The waveguide on the device had also broken off. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the additional finding to be to be the device not being used as intended. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. The IFU also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the dissector was difficult to assemble and disassemble. The waveguide on the dissector broke off while trying to disassemble the device after completion of the procedure. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.